Event description:
Procedure type: hysterectomy. According to the rptr: one endostitch kept sticking when toggling. One endo stitch's needle broke off. Used another endostitch device to finish the case. No injury to pt. No other info available.

Manufacturer narrative:
(B) (4)